Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product serial number provided was not valid.

Event description:
During the leadless pacemaker (lp) system implant procedure, while attempting to reposition the right atrial (ra) lp, contract revealed fluid in the pericardium. The patient received a sternotomy and the perforation was confirmed. The patient experienced a tamponade. The lp was explanted. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.